Manufacturer narrative:
The disposable handpiece used in this case was not returned; therefore, a failure analysis of the complaint device cannot be completed. The lot number for the device used was identified and met all qa specifications when it was released, including adequate sterilization. The minerva surgical operator's manual lists infection as a possible adverse event after endometrial ablation under other adverse events. The disposable handpiece is provided sterile and was unlikely to have been the source of the infection in this case. During event investigation, the reporting physician indicated that the root cause of infection is secondary to using the pool and water slide shortly after the minerva procedure.

Event description:
The doctor conducted an otherwise unremarkable minerva procedure in a (B)(6) patient suffering from aub (e). Shortly after the procedure, subsequent to spending a day at a pool party, which included the use of a water slide, the patient developed lower abdominal pain and high fever. Wbc was elevated. The patient was admitted to the hospital, underwent diagnostic laparoscopy, which ruled out presence of uterine perforation and/or any injury to the organs of the abdominal cavity. The patient was diagnosed with endometritis, treated with antibiotics, fully recovered and discharged 24 hours later.